Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction: remove "life-threatening."

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation but does not reflect the alleged device or alleged issue. Confirmation of the loss of connection could not be determined. The root cause could not be determined.